Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas gain alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
The gas gain alarm occurred, explained the nature of the alarm including that the gas gain alarm can be triggered with a 5cc volume difference. He reiterated that because we recommend using getinge products for optimal therapy outcomes and because he was unable to confirm if this alarm could have been caused by the arrow balloon or axillary use.